Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument for failure analysis investigation. The instrument was analyzed and was found to have the wrist cover torn. The tear measures roughly 0.500" in length. Visual inspection displayed signs of missing fragments. Additional observation related to customer reported complaint: the instrument was found to have a detached fragment. The fragment measured approximately 0.260" x 0.344" and was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the sureform 60 stapler instrument sheath got caught in the trocar and they had to pull a new one. The procedure was completed as planned with no reported injury.